Event description:
Device 2 of 4. Reference MFR report #s 1627487-2011-00923, 1627487-2011-00925 and 1627487-2011-00926. The pt (B)(6) received an scs system on (B)(6) 2011 including an ipg, percutaneous lead, lead extension and lead anchor. It was reported that his scs system was explanted on an unk date due to infection. Prior to the system's removal, there was reportedly puss oozing from the entry points. No further info is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.